Manufacturer narrative:
Technician found bed in bed shop. Complaint - the head section would not go up. Found - the head section is all the way down and would not go up. The head would not go up above 30 degrees. No alarms. Head section would not go up with electrical or manual controls. The battery led is lit. Cause - the head up valve was stuck. Replaced the head up valve to resolve this issue.

Event description:
Complaint - the head section would not go up. The head would not go up above 30 degrees. No alarms.